Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause is undetermined.

Event description:
This is a spontaneous report by a consumer from the USA of peritonitis with culture positive for e. Coli in a female patient (age not reported) coincident with dianeal pd4 ultrabag and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ultrabag and extraneal viaflex therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the consumer reported the following. On an unknown date, the patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the peritonitis. Treatment was not reported. On an unreported date, dianeal and extraneal therapies were discontinued. The patient was recovering. An opinion of causality was not provided. The reporter declined further follow up.